Event description:
The hcp reported that the pump was explanted due to an infection. The pt had been experiencing non-therapuetic pain control. The pump was moving in the pocket and in order to decrease pump movement, an abdominalplasty was performed. Drainage was noted from the incision, post abdominalplasty. The pump was turned off and removed. The pt was placed on oral medications. An attempt will be made in 3-6 months to re-implant after healing occurs.